Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the filter was allegedly pre-deployed partially into the sheath upon opening the package. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the filter was allegedly pre-deployed partially into the sheath upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one denali jugular pusher catheter with a touhy borst adapter and a filter storage tube loaded onto it. No other anomalies were observed. Product packaging and label were returned, and product information was verified with tw. During visual evaluation, the filter appeared to be deployed and was not returned. On functional testing an attempt to offload the pusher catheter from the touhy-borst adapter and filter storage tube was attempted and was successful. The pusher pad was present at the distal end of the pusher catheter. No additional anomalies were observed throughout the touhy-borst adapter and filter storage tube. Therefore, the investigation is inconclusive for the reported premature deployment as the filter was not returned. A definitive root cause for the reported premature deployment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.